Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three (3) used samples outside of their original packaging were received at the manufacturing site for evaluation. A visual and functional evaluation was performed and the reported issue was confirmed; leaking was observed at the connection between cross spike and tubing line. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions are designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports three feeding sets were leaking at the neck of the spike where the tube meet the purple spike. The day shift nurse found the first one leaking from the night shift set up. She changed it. The one she used leaked. She changed it again. This one leaked too. They went to another ward who had a different lot number to change it again so that it would stop leaking.